Event description:
Hcp reports the pt presented in 2004 for a refill. All 18cc of drug were still in the pump. The pt experienced a "loss of drug effect." Catheter x-rays done were negative. Roller study performed showed a rotor stall. The pump was explanted and replaced 4 days later. The pump was returned to the manufacturer for analysis. A follow up report will be sent when additional information is available.